Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the insertion tube coating was peeling off due to handling. Part of the bending section cover was missing, and a leak was observed due to the loss of the insertion tube covering. Dirt that was difficult to remove was observed on the switch box and video cable due to handling. Scratches were observed on the operation part, the switch box, the grip, angle lock, universal cord, video cable, video connector, light guide connector, light guide cover lens, and the video connector case. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device insertion tube was buckling, the coating was peeling off, and the boot was bending. There was no patient or user injury reported due to this event. This report is being submitted for the malfunction of coating peeling off. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the coating which had peeled off the insertion tube. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the device was either mishandled or subjected to stress forces. Olympus will continue to monitor field performance for this device.

Event description:
The reported device malfunction was discovered while the device was being inspected/repaired by olympus.